Event description:
The pt was on high voltage settings. The frequency (every day) of recharging was intolerable to the pt. The clinician thought that there was something wrong with the battery; it wasn't holding a charge. The implantable neurostimulator (ins) was replaced. There was no pt injury.